Event description:
Customer reports one incident of a blood leak at the onset of pt treatment on an unknown reuse number. Noted by visible blood in the dialysate compartment and blood leak alarm. Estimated blood loss 300cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.